Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) triggered due to short v-v intervals and high rate non-sustained episodes. There were episodes with noise appearing on the right atrial (ra) lead and right ventricular (rv) lead electrograms. This was believed to be due to electromagnetic interference with the implantable cardioverter defibrillator (ICD). There was also some cross-talk with left ventricular (lv) lead capture. The ICD remains in use. No patient complications have been reported as a result of this event.